Event description:
Customer reported he had difficulty purging air from the reservoir before connecting it to the infusion set. Customer received assistance perching air bubbles into the line. His blood glucose was 105 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.